Event description:
During a coronary drug eluting stenting treatment procedure, a vessel perforation of the left anterior descending (lad) occurred. The physician had implanted a 4.5mm x 32mm taxus express2 drug eluting stent in the lad. Upon subsequent angiogram, the physician noted a narrowing within the stent. The phyisician performed post dilatation of the stent with a 4.0mm x 12mm quantum maverick balloon. After the post dilatation, the physician noticed the strut of the stent intruding into the media of the coronary vessel and dye leaking out of the lad. The physician implanted another stent to the leaking site. No other complications related to this event have been reported, patient status is okay following the procedure.